Event description:
It was reported that there was a problem with the mixing pump in an arctic sun device. Per review of wo on 11nov2024, there was no patient involvement. Per sample evaluation results received via task on 04dec2024, there was a flow issue in an arctic sun device.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a problem with the mixing pump in an arctic sun device. Per review of wo on (B)(6) 2024, there was no patient involvement. Per sample evaluation results received via task on (B)(6) 2024, there was a flow issue in an arctic sun device.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. The device was evaluated, and the reported issue was confirmed as it was noted that there was a flow issue due to a faulty circulation pump. Replaced circulation pump. Passed safety and functional tests. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.